Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, guide wire: bmw; guide cath: ebu. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the lesion was in the distal right coronary artery. The lesion was predilated with a non-abbott balloon; however, during deployment of the stent a dissection occurred. Another xience v (2.5 x 12 mm) stent was used to treat the dissection. No additional information was provided.